Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the hospital due to syncope. During interrogation, noise cause oversensing and intermittent pacing inhibition on the right ventricular (rv) lead were noted. The lead was repaired using a silicon sleeve and will continue to be monitored. The patient was stable with no adverse consequences.